Event description:
During the atrial fibrillation ablation procedure, a blood leak was noted from the hemostasis valve. The sheath was inserted into the right atrium, and the viewflex catheter was inserted into the sheath. When the viewflex catheter was removed and replaced with a non-abbott catheter (japan lifeline manufactured ep snake catheter), blood leaked from the hemostasis valve. Tape was wrapped around the hemostasis valve to continue the procedure. There were no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak remains unknown.